Event description:
"Patient had prior surgeries- multiple adhesions- doctor used same incision site for trocars-during retrieval process the bag broke and a fragment of the bag was stuck on the incision- the fragment was lost inside of the patient. An internal incident report was filled out with the product being saved (in the hospital). Dr. Took full responsibility for incident."

Manufacturer narrative:
The event sample was not returned to applied; our investigators are continuing to evaluate this incident. A follow-up report will be issued upon completion of their analysis.